Event description:
It was reported via repair work order that the power cord prongs were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted to indicate that the actual issue was that the pendant was not functional due to the pendant cable being damaged at the connector. This is an annoyance issue only, as the pendant is a customer option and no mattress function is affected when the pendant controls are not available.

Event description:
It was reported via repair work order that the power cord prongs were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.